Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 06/07/2021.

Manufacturer narrative:
Additional information h3, h6 and h10: the device was received for evaluation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found out of specification in relation to the customer reported broken keypad (which was observed during evaluation), the setup¿ button was not working (which was not reproduced) and there was a cut on the first three soft keys from left. Evaluation was not performed for "setup button was not working" due to the gap in time. Evaluation observed during visual inspection the keypad was damaged, the cause being external influence. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: b4/f8: date of this report in follow-up MDR #1 is being corrected from blank to 07/09/2021.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a broken keypad, the setup button on the keypad was not working and there was a cut on the first three soft keys from the left. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.